Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as the packaging was conforming. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported as the packaging was conforming. This medwatch is being voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: singapore. The investigation is complete. This is an initial final report submission. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures could not determine any damage or related issue to the seal/packaging of the products. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery there was leakage in disposable cuff packaging; visually the package was intact and the seals were not broken. There was no harm or injury to a patient or delay in a procedure as there was no patient involvement. Due diligence is complete. No additional information is available. At device evaluation the packaging was identified as defective seal.